Event description:
It was reported that during the procedure, while inserting an 014 balance middleweight (bmw) hydro guide wire into the anatomy to advance toward a non-calcified lesion in the mildly tortuous proximal left anterior descending coronary artery, the distal tip coils of the bmw were noted to be unwound and separated from its core. The bmw was withdrawn from the anatomy and another bmw was used in the procedure. There were no patient effects and this issue did not contribute to a clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the initial filed report, the returned goods lab received the 014 balance middleweight (bmw) hydro guide wire without a core separation; the guide wire was intact. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was unable to be confirmed; however, the tip coils were pushed distal from the center solder which was likely what was perceived as the separation. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.